Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint of error message received was confirmed. Upon inspection of the device, it was observed that a b30 scope communication error message was received for the device, impacting the image. The scope connector had evidence of fluid invasion and corrosion due to water resistant cap not being attached before emersion. The issue of the b30 error message was resolved after the device was aerated. The image had one dot after aeration. Other observation for the device are chip on the probe tip with sharp edges that catch cotton. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of issue of unknown error code received. Customer had no further information including impact on any patient. Due diligence for more information is being performed, though no additional information has been received. Upon evaluation of the returned device, it was observed that a b30 scope communication error message was received for the device, impacting the image. This medwatch is being submitted for the reportable issue of the b30 error message received for the device during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the b30 error code. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Addendum aug 1, 2022: event occurred during preparation for use. However, patient was prepped for the procedure. The device was not inspected prior to the event. The device was not dropped nor came in contact with a hard surface or sharp corner. No patient or procedure information was known to the customer.